Event description:
Event description: the clinician noted the nasogastric tube had come out slightly, so the stylet was reinserted without difficulty to reestablish proper placement. Upon removing the stylet, noted the tube had separated at the 35cm marking.

Manufacturer narrative:
There is no report of any injury. The sample has not been returned. From the received pictures it appears that the tube burst from applying an excessive amount of pressure. We are unable to determine if the cause was application of one significant force or if the tube weakened over time while trying to flush out a clog. It also appears (based on the photograph) as if the tube had been used for a significant length of time prior to the incident. Due to the sample not being returned, a definitive conclusion can not be drawn.